Manufacturer narrative:
Unit had intermittent button response due to corroded keypad trace.no button error alarms occurred. Unit had cracked case above corner ofdisplay window and reservoir tube and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 54 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.